Manufacturer narrative:
The pod was received with the formed needle deployed into the needle cap. No issues were found that would result in the needle deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. The pod ran for 54 pulses with both first prime and second prime containing the expected number of pulses. A root cause for the reported needle deploying early could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod the cannula had deployed prior to the patient applying it to the insertion site. The pod was not worn.